Event description:
It was alleged that on two separate occasions during initial set-up of the IV tubing, the pump gave "check air sensor" alarm. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available.